Event description:
It was reported that five (5) devices were noticed to have a split at the connection to other tubing while in use in the neonatal intensive care unit. Only one (1) device was returned. No pt sequelae were noted.